Event description:
A facility representative with a description of after the lens implantation, doctor looked under the microscope and saw it was torn. There was patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).